Event description:
It was reported that the patient has continued to experience "continuous urinary incontinence" ever since his artificial urinary sphincter (aus) device was activated. "In colonoscopy, it was identified that there was no closure of the urethral lumen." A revision surgery is going to be performed.